Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported by rga form "particles in valve". This record is for the right-side. Device has been explanted.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "particles in valve". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ particle in valve: observed particles. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.